Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, customer reported the vessel sealer malfunctioned. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. Customer was sealing when the issue occurred. The issue did not involve delayed sealing, insufficient sealing. The instrument never worked. No other issues were noted that were not mentioned. No errors occurred. At the time of the event during the sealing sequence, there an audible signal (continuous tone) while the pedal was pressed however not sure if the seal cycle completed with three fast audible tones as expected. No tissue effect was noted. No tissue was cut that was not fully sealed. No cut made after seal completed tones were received. No tissue was under tension during the sealing/cutting process. The vessel was not greater that 7mm in diameter. No evidence of vessel calcification. The jaws did not contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. No unexpected bleeding. Product failure was believed to of caused the issue. The instrument is available for return however no photos or videos are available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100 and erbe. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. The failure logs displayed indicated defect to the erbe and not to the instrument's sealing process. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.